Event description:
I received textured implants from dr (B)(6) of (B)(6) in the year 1997. I think they might be mentor but I'm not sure. I do know they are textured implants. After years of sickness and illness I finally discovered that it was probably my breast implants making me sick. My dr has long since went out of business. I called people who bought out his practice. They could give me no info. They said they had shredded everything. I do know my ex - plastic surgeon was part of a class action lawsuit and lost. I am dying. I feel it. I have no insurance and no hope. My sister had hers removed 4 months ago. She had the same surgeon as I in the 90s and she is starting to recover. I've lost my business, my hair, my life, and I'm about to lose everything I own because I'm too sick to get up. Is there any help available for me? "(B)(6) now you did have insurance". No one could ever tell me what was wrong with me, they always just tried to act like I had depression, but now I know these breast implants are killing me.